Manufacturer narrative:
Correction to field g2: report source. The console was field service at the user's facility. The focus lens was checked, and it was clean and free of foreign matter. The optical path lens was normal; however, the optical path was adjusted. After performing the adjustment, the issue was resolved and the was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during procedure, it was found that the debris shield was damaged. In addition, the output power was low. It was suspected that the damage to the focusing lens was caused by the user's activation after the debris shield was damaged. It was required to clean the port, check and calibrate the optical path, check, clean or replace the focus lens, and calibrate the power. The procedure was completed using the original device. There were no patient complications reported.

Event description:
It was reported that during procedure, it was found that the debris shield was damaged. In addition, the output power was low. It was suspected that the damage to the focusing lens was caused by the user's activation after the debris shield was damaged. It was required to clean the port, check and calibrate the optical path, check, clean or replace the focus lens, and calibrate the power. The procedure was completed using the original device. There were no patient complications reported.

Manufacturer narrative:
The console was field service at the user's facility. The focus lens was checked, and it was clean and free of foreign matter. The optical path lens was inspected; then, it was adjusted. The console was then tested at full power 60 watts for 30 minutes and the energy was measure. After performing the adjustment on the optical path, the issue was resolved, and the console was within specification and functioning as intended. Therefore, the reported event was confirmed.

Event description:
It was reported that during procedure, it was found that the debris shield was damaged. In addition, the output power was low. It was suspected that the damage to the focusing lens was caused by the user's activation after the debris shield was damaged. It was required to clean the port, check and calibrate the optical path, check, clean or replace the focus lens, and calibrate the power. The procedure was completed using the original device. There were no patient complications reported.